Manufacturer narrative:
(B)(4). The third party service agent has evaluated the device and could not duplicate the reported issue. Physio-control did however verify the reported issue through an evaluation of the electronic device keylog. Proper device operation was observed through functional and performance testing and the device will be returned to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer reported that during a patient event, their device lost power multiple times. The device reportedly lost power while monitoring the patient's ECG and blood pressure. The customer did not suffer any adverse effects during the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified via the electronic keylog records that the reported issue occurred. Physio-control replaced the battery wire harness and observed proper device operation through functional and performance testing. The removed battery wire harness was further evaluated and it was observed that a wire was pinched and had two broken strands internally where the internal wire was exposed.